Manufacturer narrative:
Sample devices were not returned for analysis. Lenses remain implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Five photos were submitted for review. Some showing light scattering artifacts in lens body, apparent whitening of the remnant anterior capsule, whitish amorphous material inferiorly, but unable to determine origin or location. Maybe compatible with glistenings and anterior capsular opacification. No further information was received. (B)(4).

Event description:
A surgeon reported that after unidentified patients have been implanted with intraocular lenses (iol), she has noticed the bulging of lenses, vacuoles in the lenses and patients have reported dark vision with low contrast sensitivity. No further information was provided.